Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be delaminated. The dso sensor, bezel, and seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
During the device evaluation the downstream occlusion seal was noted to be delaminated. There was no patient involvement. The event occurred during testing.